Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The fiber is burnt off near the proximal end and nearly all of the fiber body has been disposed of. There is melting at the fiber connector and the proximal cap has been removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 months since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is due to excessive force used by someone inadvertently walking through the fiber. If additional / applicable information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the olympus representative, during a therapeutic urethroscopy procedure, someone had walked through the fiber which caused it to smoke. The intended procedure was completed. No patient harm reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus representative stated the device would be returned for evaluation. The subject device referenced in this report was not returned for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time. Health professional?/occupation: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available.